Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting r-wave amplitude variation and lead slack issue. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of r-wave amp variation and loss of slack on the rv lead were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.